Event description:
It was reported the video telescope had poor image. It was found during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on the outer tube, fiber breakage at the distal end. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the poor quality image was caused due to dents on the outer tube and fiber breakage at the distal end. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.